Manufacturer narrative:
The investigation determined higher than expected vitros amon results were obtained from a non vitros quality control fluid using vitros amon reagent on a vitros 5600 integrated system. The most likely assignable cause of the higher than expected vitros amon quality control results is an instrument event related to micro slide incubator contamination. The contamination could have been caused by the use of the ammonia based cleaner (B)(6) in the laboratory. The vitros 5600 user guide states the following: ¿never use ammonia cleaners on or near the system. Note: sodium hypochlorite solution, bleach, ammonia, any ammonia-containing compound, and any other oxidizing agents will corrode unprotected metal parts and may cause erroneous results¿. Acceptable within-run precision amon results were obtained after service actions performed by an ortho field engineer, which included cleaning the micro slide incubator and replacing the micro slide evaporation caps. Following this activity, acceptable vitros amon performance was observed.

Event description:
A customer obtained higher than expected vitros amon quality control results from a single non-vitros control level using vitros amon reagent on a vitros 5600 integrated system. Vitros amon results 122.77, 106.04, and 104.91 umol/l versus customer established mean 87.4 umol/l. Biased results of the magnitude and direction observed may lead to inappropriate physician action if patient samples were affected. Ortho has not been made aware of any erroneous vitros amon patient sample results obtained or reported from the laboratory during the time frame of this event. However, the investigation cannot conclude that patient sample results were not affected or would not be affected if the event were to recur undetected. There was no allegation of actual patient harm as a result of this event. (B)(4).